Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. The device was returned to the rental facility. The rental facility confirmed that the start/stop button was only working intermittently. A replacement part was ordered and sent to the rental facility to repair the device. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the start/stop button on the unit does not work. The customer noticed that it took a few times to get the piston to start during the performance check, but continued to use the unit. While the device was on a patient, the user wanted to temporarily stop the piston, but was not able to do so. The user kept depressing the start/stop button, but the piston continued to run. The user eventually had to unplug the circuit, to create a leak, to get the piston to stop. The ventilator was switched out and there was no patient harm.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect component, a 3100b driver displacement indicator (ddi) printed circuit board assembly (pcba), and evaluated the device. An evaluation of the component duplicated the reported issue and isolated the issue to a defective ic u7, ic-4013 flipflop dual d-type pos trg 14-soic, the output of pin 1 does not toggle with changes to the input on pin 3.